Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra coil 400 (pc400) pusher assembly. The introducer sheath was ovalized approximately 58.0 cm from the proximal end. The embolization coil was intact with the pusher assembly. Conclusions: evaluation of the returned device revealed the introducer sheath was ovalized. This damage may have occurred due to forceful gripping or otherwise compressing the introducer sheath during removal from the packaging or preparation for use. The ovalized introducer sheath likely caused the inability to advance the pc400 during preparation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
While preparing a penumbra coil 400 (pc400) for a coil embolization procedure, the physician attempted to advance the pc400 out of its introducer sheath on the back table but the coil was unable to advance out. Therefore, the pc400 coil was not used for the procedure. The procedure was completed using a new pc400.